Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the cone tip of the dissection tip detached before it used on the pt. The hospital staff were told to check the tip before starting the dissection process. As they were wiggling the cone end to make sure it doesn't come off, it detached in their hands. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).